Manufacturer narrative:
During follow-up, the patient said she noticed no defects with the t14 catheter, and has been using it for years. She did not know the lot number of the t14 unit she was using at the time of infection. She sometimes has insertion difficulty and will try a smaller size catheter.

Event description:
Intermittent catheter patient (user) stated she has been receiving treatment from her doctor for a urinary tract infection (uti) concurrent with catheter use. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and recovered completely.